Event description:
It was reported that this inflatable penile prosthesis was not functioning. The reservoir had fluid loss. The device was removed, the reservoir and pump were replaced. No patient complications were reported.